Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality assurance laboratory, visual inspection shows no outward signs of damage to the centrifugal pump. The device appears to have been rinsed out. There was no evidence of any clotting/fibrin observed inside the device. Performance analysis: during functional testing, no internal or external leaks were exhibited. The centrifugal pump functioned as expected and met specification during all functional tests. Medtronic's investigation is in progress.

Event description:
Medtronic received information that approximately 80 minutes into a case, the customer reported the flow from this biopump suddenly went to zero. The customer did not use the handcrank on the bioconsole and put the line in the arterial roller in the cardiopulmonary bypass machine to address the issue. The patient was reported to be in a coma, without sedation, as a result of this issue. Additional information: the patient was reported to have passed away on (B)(6) 2017 from cardiac arrest.

Manufacturer narrative:
Perfusion and service records were requested several times from the perfusionist and hospital risk management; however, were not provided due to patient privacy. A review of complaint history (2007 through 2017) found no prior complaints associated with immediate pump stoppage. The risk management files and the device history records for this bpx80 bio-pump were reviewed and it was concluded that no design or manufacturing related failures were noted that would cause or contribute to the reported incident. Based on the limited information available, the root cause could not be determined, although clinical use is a potential cause. No further investigation will be conducted unless additional information relevant to this event is provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 80 minutes into a case, the customer reported the flow from this bio pump suddenly went to zero. The customer did not use the handcrank on the bioconsole and put the line in the arterial roller in the cardiopulmonary bypass machine to address the issue. The patient was reported to be in a coma without sedation as a result of this issue. Additional information: it was later reported that the passed away on (B)(6) 2017 from cardiac arrest.

Manufacturer narrative:
Medtronic is unable to confirm the relationship between the patient outcome and reported product issue at this time, as no product has been returned to date. The product is expected to return to medtronic for analysis.

Event description:
Medtronic received information that approximately 80 minutes into a case, the customer reported the flow from this bio-pump centrifugal pump suddenly went to zero. The customer did not use the handcrank on the bioconsole and instead put the tubing in the arterial roller pump within the heart-lung machine to address the issue. The patient was reported to be in a coma, without sedation, as a result of this issue. Additional information is being pursued by medtronic.